Event description:
Reporter indicated that patient's ncp system was explanted at the same time as brain surgery was performed. The explanting surgeon was only able to remove one lead coil due to adhesions. Following the explant surgery, the patient's family member reports possible vocal cord paralysis, problems swallowing, and aspiration pneumonia. Further follow up from the explanting surgeon's nurse revealed that the reported patient problems may have been caused by the explant surgery. The explanted products are believed to be discarded. In addition, the patient's family member reported that there has been no improvement in the patient's condition. The patient is still aspirating on solid foods. They have to eat food with the same consistency as honey. The patient has seen an ent recently who confirmed that there is still no movement of the left vocal cord, definite vocal cord paralysis. The patient is now going to speech therapy. The ent will continue to monitor the patient's progress. If the patient's condition does not improve, the ent will recommend surgery. The patient has reportedly been seizure-free since the brain surgery.